Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the removal issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted into the left femoral vein in a male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the central venous pressure (cvp) and the pulmonary artery pulsatility index (papi) returned and correlated after a fluid bolus was given. Three days after impella insertion, the device was removed and the patient continued on ECMO support. During explant, the pump was getting stuck between the vena cava and the iliac vein. The physician was able to loosen the anchor suture on the perclose and successfully removed the device. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 2.5l/min as intended.